Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 210.5020 8100 sn:(B)(4) customer wanted to know what would cause this error code. I explain to the customer that there could be two reason on why you are getting this error code. The first reason could be that you need to replace your display board, however if you choose to change your display board and you still get this error then the second reason is that you need to replace your logic board. The customer said ok, that he would change the display to see if it corrects the error code and if not then that when he would replace the logic board and if he has any more problems that he would call back.